Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On a monarc subfascial, fgs was implanted on (B)(6) 2005. It was reported that the pt had, "been in pain" for approximately 2 years. Now, her doctors, "have figured out the mesh is eroding through the soft tissue." Removal was scheduled for (B)(6) 2011.